Manufacturer narrative:
(B)(4). One (1) 5.5 viper univ poly driver was returned for evaluation. Visual examination at the macroscopic level revealed that the fracture was located approximately at the driver¿s distal tip. The second half of the tip was not provided for this analysis. The fracture analysis revealed evidence of plastic deformation at the hex-lobes and torsional shear markings following a circular pattern indicating that the probe underwent a quasi-static overload torsional shear failure at the hex-lobes and extending around the cannulation. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause cannot be determined for the tip breaking of the 5.5 viper univ poly driver. However, the fracture analysis report suggests the driver underwent a quasi-static overload torsional shear failure at the hex-lobes and extending around the cannulation. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When surgeon inserted screw with this screwdriver, head of the screwdriver cut. However; screw was already almost in place and piece of screwdriver stayed in a screw so they tried to get it out but finally they decided that it doesn't bother there in a screw.